Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the velys saw interface left was returned to depuy synthes for evaluation. Visual analysis of the left-sasi device revealed no significant damage or visual defects that could have contributed to the reported event. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. A functional evaluation was performed using the saw wing fixture. The assessment found that the left-sasi saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was confirmed as the observed condition of the velys saw interface left would contribute to a device issue. The connection issues between the sasi and saw handpiece are known product issues. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The product issue has been addressed through depuy synthes quality management system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The connection issues with the saw handpiece is addressed in a CAPA.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: during further follow up with the customer the following information was provided: 1. What step were they on when this issue occurred? Post op. 2. Was the affected case in the morning or afternoon? Midday. 3. What steps did the caller or user perform after encountering this issue? Loose interface upon assessment of interface. 4. If issue with cuts is reported, is robot mounted to the bed? Post op. 5. Are patient treatments delayed or cancelled? No. 9. Was the resection/saw cut off (inaccurate cuts): how much (mm over or under resected)? Were any re-cuts required, if so with velys or manual? Post op. 10. How/when was it detected: - when verifying the resection with pointer? - at leg alignment step (gaps not as expected)? - at trialing (implant fit not as expected)? - on x-rays (short or long on x-rays)? Post op. 11. Was the procedure planned for cemented implant? Was cement added to a planned press fit to correct the saw cut issue? No. 12. Was additional medical or surgical intervention required? What was the patients outcome? No. 13. Were any manual instruments/jigs required to complete the procedure? No.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the velys saw interface left was not returned to depuy synthes, however photos were provided for review. Review of the photographic evidence revealed the lateral section of the reported left-sasi; only the product information was able to be retrieved. No signs of damage or defects that could have contributed to the reported event were observed. Additionally, functionality issues cannot be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during after a surgical procedure it was observed that velys saw interface left devices and velys saw interface right devices were loose, resulting in inaccurate cuts while in use with the velys satellite station device. The event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 1 of 7 of (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: verification: visual assessment. Verification: cutter insertion. During the service evaluation the following failures were identified: visual: craniotome neuro-tip bent/damaged. Device interaction (2+ devices): cannot insert cutter. Visual: bearing damaged. Conclusion: failure reported is confirmed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.